Event description:
Additional information was received from the patient. It was reported that the device started causing severe pain. The patient turned it off several times and pain left immediately. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they called their doctor's office last friday as pt reported they've been having a lot of pain (pt mentioned over the weekend they didn't) and pt stated their doctor's office called medtronic and pt was told someone would call them. Pt reported they could feel their "bowels moving down". Pt also reported having incontinence with their bladder and bowels. Pt stated this started two months ago. Agent reviewed role of patient services and mdt reps. Pt stated their doctor told pt they would have to call mdt, but pt did not receive a call. Pt mentioned they have turned therapy off for maybe half a day in the past because stimulation was so painful. Pt mentioned they have an appointment in december and will discuss with them then. Agent redirected pt to healthcare provider to discuss concerns. Pt stated they had an MRI last friday and they put device into MRI mode and they realized they didn't deactivate MRI mode and pt stated they tried to change their settings and they are trying to deactivate MRI mode and they are not able to since friday. Walked pt through how to deactivate MRI mode and pt stated when connected with ins on the call that therapy was off, but when accessed MRI mode pt stated they saw option to activate MRI mode. Pt stated they pressed activate (pt stated they shouldn't have pressed that), then pt stated they had option to deactivate MRI mode. Pt stated when previously trying to deactivate MRI mode they were tapping the lines at the bottom that go up and down by mistake to try to access MRI mode instead of tapping the home drop down. Pt successfully deactivated MRI mode and turned therapy back on during the call. Pt confirmed feeling stimulation and when asked if comfortable pt stated "it's ok right now". Agent reviewed therapy overview. Pt stated they are familiar with how to make therapy adjustments. Pt will monitor now that therapy is turned back on. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called in for assistance deactivating MRI mode. Reviewed how to deactivate MRI mode and turn stim back on. Patient was able to decativate MRI mode and turn stim on. Patient then wanted to turn stim off. Reviewed how to turn stim off. Patient was able to turn stim off. Patient said they are getting a new device on wed because the current one is causing pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back and stated they had had the device off for awhile because it was causing pain as previously noted. Patient stated their hcp wanted them to see if the device would work for them or if they need to get it removed. Patient had turned the implant back on, but stated it was uncomfortable to increase stimulation and it was not helping their symptoms. Reviewed therapy adjustment options. Patient stated they might try changing programs and will monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device worked for them for 1 year. They reported that the device started to cause pain that would disappear when the device was off. A manufacturing representative (rep) reset the device, but it still caused pain. They turned it off and then tried to reset at a different setting, but there was still pain was there. There was no resolution yet and the device has remained off. On 2024-jul-03 they repeated the same concerns as previously reported. They reported that the device in their hip still hurts sometimes, especially if they move or bend. Since the stimulation has been off, they've had pain across their back. They said the pain resolved once they get up and move. They also reported that they sometimes have pain where the lead is on the left side even with the stimulation off. They reported that the implanting doctor told them that the lead was displaced. They said that they do turn stimulation on sometimes and symptom control hasn't improved. They know how to make adjustments.

Manufacturer narrative:
Concomitant medical products: product ID: 978b133, lot# va2l2n5, implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.